Event description:
It was observed that during the device inspection, the rigid optical laparoscope eyepiece cup was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the root cause could not be identified; however it is likely that excessive force by the customer led to the malfunction. Olympus will continue to monitor field performance for this device.